Event description:
(Os 17.346) the dentist reported that 6 months after two dental implants were installed in intraoral region #30 it was verified its non osseointegration. Pt had bone type ii.

Manufacturer narrative:
(B)(4)